Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. Revision patient ID: (B)(6), gender: m; bmi: (B)(6); primary asa: p2-mild disease incapacitating.